Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected. The pump was leak tested, visually inspected and functionally tested; no visual damage was found upon inspection. The pump passed all tests performed. The cylinders were visually inspected, leak tested and examined using a microscope; no visual damage was found upon inspection. Both cylinders passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was to be implanted when surgeon noticed that there was damage on the conection tubing of the left cylinder. The problem was found upon opening, therefore another ipp device was implanted. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was to be implanted when surgeon noticed that there was damage on the connection tubing of the left cylinder. The problem was found upon opening, therefore another ipp device was implanted. There were no patient complications.